Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Corrected fields: h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 1cfu, bacterial identification: bacillus pumilus. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.

Event description:
No new additional information provided by the customer.

Event description:
It was reported that during maintenance the colonovideoscope had a problem with the suction channel. It tested positive for >80 colony forming unit (cfu) of citrobacter koseri. The aspiration channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer: sampling date: on (B)(6) 2025. Sampling from: aspiration canal. Cfu: >80 colony forming unit (cfu). Bacterial identification: citrobacter koseri. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested negative by olympus. Therefore, the user request was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.